Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the right coronary artery after pre-dilatation with a percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back into the tip of the guide catheter. Subsequently, the stent dislodged from the stent delivery system in the coronary artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter causing the stent to dislodge from the stent delivery system. The stent was successfully snared from the pt with "no pt injury". There was no additional clinical sequelae reported relative to the event, and no further info is available from the user facility.